Manufacturer narrative:
Other text: a device history record (DHR) review was not conducted due to serial number of the affected pump wasn't confirmed. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. Operator of device is patient/consumer. Unknown.

Event description:
It was reported that the pump is beeping and alarmed no disposable. While troubleshooting, upon powered up the pump started beeping with cassette in place. The cassette was moved to a backup pump, which did not beep or alarm when powered on. No patient injury was reported.